Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was experiencing low and out of range pacing impedance. The ra lead was capped and replaced with an alternate ra lead on (B)(6) 2022. The patient's condition was stable.